Event description:
It was reported that the pump screen was blank, preventing interaction with the device. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer planned to use multiple daily injections as a backup therapy.